Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the case the mics sounded louder than normal. After the case we noticed a metal like black debris around the edge of the saw attachment; tka. Mps response- were any debris/components left inside of the patient? No debris left in the patient (not noticed until after the case). Were any components of the device missing or disassembled when the issue occurred? Nothing missing.

Manufacturer narrative:
Reported event: it was reported that during the case the mics sounded louder than normal. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0ba1 and 24 devices including s/n (B)(4) were accepted into final stock on 06/08/ 2018. Review of qt18-06-0001 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0ba1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action : no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
During the case the mics sounded louder than normal. After the case we noticed a metal like black debris around the edge of the saw attachment. Tka. Mps response-: were any debris/components left inside of the patient? No debris left in the patient (not noticed until after the case). Were any components of the device missing or disassembled when the issue occurred? Nothing missing.

Manufacturer narrative:
Upon further review of this event and updates to our risk documentation, this complaint is now deemed not reportable. A review of the total knee arthroplasty mako system a0017400 rev. Ak for potential injury due to exposure of excessive noise from system elements indicates that the highest potential severity of harm is s2 with a potential occurrence level o2. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.

Event description:
During the case the mics sounded louder than normal. After the case we noticed a metal like black debris around the edge of the saw attachment. Tka mps response- were any debris/components left inside of the patient? No debris left in the patient (not noticed until after the case) were any components of the device missing or disassembled when the issue occurred? Nothing missing.